Event description:
(B)(6) hospital has experienced multiple incidents of defective size 14 fr. Closed suction systems by kimberly clark. This problem began some time in june as reported later by staff. Therapists were noticing auto cycling and loss of volumes from the ventilator. Catheters were replaced to prevent serious harm to pts. On july 2nd the problem was reported when several defective catheters were discovered of the same lot number (m5110t626). We identified eleven catheters or the same lot number, voluntarily recalled all product of that lot number, and provided them to the company. This week we have identified two more defective catheters. One was lot number m5086t603, and another m5131t616.

Event description:
Additional info received from rptr 08/07/2015: we filed a medwatch form on (B)(6) 2015. We have now found 15+ catheters on patients that were defective of the lot numbers identified on the first medwatch form. The company did identify a problem in their manufacturing process and sent the attached advisory notice. We did not feel this was a strong measure to protect our patients. In the "perfect storm" this catheter could have been on a patient who can not tolerate lung de-recruitment from a defective catheter and cause serious life threatening injury. Our facility performed voluntary recall within our 7 campus system of my catheter within lots starting with the m5054t :hra gh m5167 range. Today I found another catheter from lot m5167t601 that was defective from the replacement stock halyard sent us. The catheter was again continuous suction and loss of tidial volumes. Luckily there was no patient injury. I believe the company needs to be more responsible and conduct a product recall instead of an advisory notice.